Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the cause of the issue was not determined. There are no further actions or interventions planned to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient would have electric shocks around the electrode several times a day since (B)(6) 2018. The electric shocks were not painful but were acoustically perceptible. The impedance measurements were normal. It was unknown if there were any external or environmental factors that led to the event. No further complications were reported or anticipated.